Event description:
It was reported that the programmer had a "power supply failure." Follow up indicates the programmer could not be turned on. The power adapter, power cord, and power socket were changed but the programmer still could not be turned on. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): programmer would not power on; power supply found out of electrical specification. Power cord bay is broken. Keyboard is marked up and had tape residue all along the top of the keyboard. No stylus with programmer.